Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right-side capsular contracture baker grade unknown. The device has been removed.

Manufacturer narrative:
Clarification d.6a: implant date was updated to (B)(6) 2015 as only year was provided. This date represents first possible date after manufacturing date.

Event description:
The healthcare professional reported right-side rupture. Healthcare professional later only reported event of capsular contracture, baker grade unknown, confirmed via ultrasound. The device has been explanted.

Event description:
Patient reported right-side capsular contracture baker grade unknown. The device has been removed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.